Event description:
This event occurred in forein country. Console and motor had been running for approx 30 minutes. The pump/motor stopped and the console activated a "motor failure" alarm. The pump outlet tubing was clamped, the pump verified as being off and the pump was switched to the back-up console and motor. The back-up sys functioned normally for about 10 minutes when the back-up consloe activated a "motor failure" alarm. The pump verified as being off. The console was turned off and on and allowed to go through start-up initiation. The hardware appeared to function properly and pumping was reinitiated. Both pumping cessations appeared to have coincided with electrocautery use. This was verified by turning on the electrocautery unit and confirming that the pump stopped and the console alarmed. Once pumping had been reinitiated the console was placed on battery power. The electrocautery cable was then changed so that the electrocautery device could be operated in a bipolar mode. After switching to the bipolar electrocautery mode the pumping resumed and the surgery was completed without any further alarms. Thus, the event appeared to be associated with the monopolar mode of operation. The electrocautery sys was valleylab model sse2l.